Manufacturer narrative:
The customer was sent a replacement pump to help resolve her issue. In a follow up with a medela clinician on (B)(6) 2017, the customer stated that her new pump is working well and she is not having any signs or symptoms of mastitis. She also stated that she was prescribed bactrim. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017, that she was experiencing low suction with her pump in style breastpump and ended up with mastitis.